Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm during testing. Unit had minor scratched display window, cracked case at display window corners, battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the alarm occurred while she was sleeping. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she may have been leaning on the insulin pump while it was in her pocket. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.